Event description:
I inserted a brand new, out of the box, not expired, g7 sensor. After insertion, it was able to pair, however, the sensor failed. After noting that it had failed, I looked at the sensor and realized that the thin filament that was supposed to have gone into the skin, had actually extruded through the back plastic of the device through the small circular opening. When I removed the g7 sensor, the filament was not at all on the skin side.